Manufacturer narrative:
Medical device: aquacel/aquacel ag - surgical cover dressings. Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested, but the complainant was only able to provide the product name. Complainant was unable to provide the model number, lot number or product sizing information. In addition, the complainant was unable to provide the number of patients¿ and quantity of affected products related to this complaint issue. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported an unknown number of aquacel ag surgical dressings were difficult to remove from an unknown number of patients. The dressings were applied after surgery and removed by home health on the seventh day. It is unknown if any untoward affects occurred with these patients. The reporter was unable to provide any product lot, material number or size information. It was further reported that the convatec territory manager has provided instruction to the center on how to remove the dressing and he will continue to educate staff in same.